Manufacturer narrative:
A gehc service representative performed a checkout of the equipment, a review of the logs. The central processing unit and related software were replaced. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit alarmed during boot up and lost the ability to mechanically ventilate. There was no report of patient involvement.